Event description:
Health care professional reported "right side rupture noticed during explant surgery". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "desired new size".

Event description:
Health care professional reported "right side rupture noticed during explant surgery". The device has been explanted.